Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported missing all of the stickers on the device which was confirmed during evaluation. The cause was observed during a visual inspection that labels were missing on the front case. New labels were issued for the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was missing all of the stickers on the device because a patient ate all the stickers off of the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.